Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks, apparently related to right bundle branch block. Further review by technical services (ts) was performed and it was discussed the episodes do seem to be related to bundle branch block. A stress test was planned to be performed at a later date. Technical services (ts) reviewed the device data and discussed troubleshooting suggestions and provided recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks, apparently related to right bundle branch block. Further review by technical services (ts) was performed and it was discussed the episodes do seem to be related to bundle branch block. A stress test was planned to be performed at a later date. Technical services (ts) reviewed the device data and discussed troubleshooting suggestions and provided recommendations. Additional information was received. Another inappropriate shock was delivered due to bundle branch block. It was discussed by ts that the device double counted and the patient received an inappropriate shock. Further troubleshooting and programming recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.